Event description:
On 3/28/2022, it was reported by a sales representative via phone that an ar-8934bcnf biocomposite suturetak bent and broke when surgeon hit it with a mallet during insertion. All broken fragments were retrieved and case was completed successfully with another ar-8934bcnf biocomposite suturetak from the same lot number. This was discovered during a brostrom ankle repair on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.